Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire detachment occurred. A 182cm mailman¿ guide wire was selected for use. However, during unpacking, outside patient's body, it was noted that the mid shaft of the guide wire snapped. The procedure was completed with another mailman¿ guide wire. No patient complications were reported and patient's status was stable.